Event description:
The IV line split apart during the power injection bolus part of a CT exam. Injecting at a psi of 325 with a flow rate of 4.0 ml/sec. No harm to patient, but re-scan was required. The radiology techs report that this has occurred with other IV lines of this product.